Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the sigmoid colon on (B)(6), 2010. According to the complainant, while advancing the wallflex stent through the colonoscope, the device got caught. The physician had to apply extra force in order to get the device through, which caused some damage to the outer sheath. Once the stent was at the target site, the physician attempted to deploy the stent; however, after the outer sheath was fully retracted, the proximal portion of the stent failed to expand off the catheter (as if it was still constrained). The physician believes that this happened due to the aforementioned damage to the outer sheath. The stent was removed from the patient in a partially deployed state, and another wallflex stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The returned device presented with the stent deployed. A visual examination of the delivery system found that the inner lumen was kinked proximal to the stent holder. No other damage was noted to the delivery system, and the outer sheath could move in either direction without issue. No problems were noted with the profile of the stent. The condition of the returned device was not consistent with the complaint event. The most probable cause is being attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4) - stent partially deployed. Outer sheath of catheter delivery system damaged. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the sigmoid colon on (B)(6) 2010. According to the complainant, while advancing the wallflex stent through the colonoscope, the device got caught. The physician had to apply extra force in order to get the device through, which caused some damage to the outer sheath. Once the stent was at the target site, the physician attempted to deploy the stent; however, after the outer sheath was fully retracted, the proximal portion of the stent failed to expand off the catheter (as if it was still constrained). The physician believes that this happened due to the aforementioned damage to the outer sheath. The stent was removed from the patient in a partially deployed state, and another wallflex stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.